Event description:
A customer reported experiencing a medical emergency that led to an ER visit for diabetes-related issues while using the insulin pump and supplies. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. The customer's blood glucose (bg) level was 499 mg/dl. The cause of the issue was unknown. The customer went to the emergency room. Reportedly, the customer experienced a miscarriage. Customer was treated with intravenous fluids of saline and insulin in the ER. The issue was resolved following this treatment, and a pump system check revealed that the pump was functioning correctly. No permanent damage was identified by healthcare professionals, and the customer was released from the ER on (B)(6) 2025.